Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician, via regulatory agency, reports rupture. The device has been explanted and replaced. This record relates to the right side.

Event description:
Physician, via regulatory agency, reports rupture. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, white encapsulation and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nick assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge broken in the shell with due to surgical impact opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician, via regulatory agency, reports rupture. The device has been explanted and replaced. This record relates to the right side.